Event description:
Caller reported a cgm error with the g7 sensor. Blood glucose level remains within normal range, showing a value of 85 mg/dl. Customer received assistance from technical support to reset the pump, which resolved the issue, allowing the sensor session to start successfully without displaying the error again.